Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). Date of event was not provided. No device was returned evaluation. However based on the available information this will be considered a known issue that was addressed by an internal action.

Event description:
The customer reported for carefusion via e-mail: "we have been having an increased frequency in the amount of issues with the cap/diaphragms. It seems they [cap/diaphragms] are not staying secured at the tip where the lines meet the caps and the mushroom seal underneath is falling out of line." Carefusion technical services issued replacements for the customer, no further details were provided.